Event description:
The customer reported via phone call that the insulin pump had a crack, exposing the gasket. The customer's blood glucose was 215 mg/dl. The customer stated that she had dropped the insulin pump on a tile floor about a week prior. She stated that the o-ring was exposed due to the crack. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, a cracked reservoir tube window, a cracked reservoir tube, and a missing end cap sticker.